Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had a coupling problem and had a hard time getting the boxes to stay shaded. It was stated that since implant, the implantable neurostimulator recharger (insr) wouldn¿t stay in position because his implantable neurostimulator (ins) protruded out of his back, ¿like trying to put a slab on a mountain.¿ it was stated that it has gotten worse since the patient had knee surgery about one month ago. It was stated that the entire ins protruded, and the slightest move the patient made caused him to loose coupling. It was stated that the patient spoke to a manufacturer¿s representative about this a couple months ago and he tried adjusting things with his (B)(4) (clinician programmer). The patient noted that he didn¿t think he adjusted anything with the insr though. The patient stated that he used the belt, ace bandage and elastic banded shorts. It was stated that the patient also tried adjusting the antenna dial but that didn¿t seem to help. The patient stated that right now he had full coupling but it took him ½ hour to 45 minutes to get there. It was stated that the patient didn¿t seem to have issues communicating with the programmer. It was noted that the patient¿s wife stated during the call that the patient had ¿love handles and that there was a ¿great deal of latitude from side to side.¿ it was stated that the patient¿s ins moved around in the pocket site. The patient stated that he was ¿unsure if he could flip the ins but it did move around significantly.¿ the patient stated that he felt the ins was at a slight angle. The patient stated he didn¿t know if he¿s ever tried the antenna locate (al) feature. Additional information received reported that the patient had been seen ¿a couple of weeks ago¿ by a manufacturer¿s representative. It was stated that at that appointment it was confirmed that the patient had knee surgery and after that surgery the patient lost significant weight. It was added that the patient had dementia and ¿everything was usually stated by his wife who was also very elderly¿ and it was noted that the information was ¿vague¿, hence it was difficult to know about things that have happened ¿a while ago.¿ it was stated that the manufacturer¿s representative did not remember seeing this patient a couple or a few months ago. It was noted that the manufacturer¿s representative would be going to the patient¿s clinic and she would find out which manufacturer¿s representative saw the patient during the time frame in question. Additional information received reported that the patient had been seen in the clinic by manufacturer's representatives on (B)(6) 2014. It was stated that there had been no issue with the position of the ins in (B)(6), and that some minor programming had been performed on one visit, and on the other "everything was just fine." It was reported that the manufacturer's representative who saw the patient (B)(6) 2014 verified that the ins may have "dropped" with recent weight loss. It was stated that the manufacturer's representative could not find any evidence that he saw anyone from the manufacturer about the ins moving before (B)(6) 2014. It was noted that the email respondent had seen the patient "several times" and it was noted that he struggled with mild dementia. The manufacturer's representative stated that it was "possible that he was mistaken" regarding his conversations with the manufacturer.